Manufacturer narrative:
Retainer = black. Customer returned the insulin pump for an alleged pump error 53 alarm found on (B)(6) 2021. The insulin pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08680 inches. Successfully downloaded the trace/history files using thump. No unexpected pump error 53 alarm noted during testing however, a review of the history files show that on (B)(6) 2021 a pump error 53 alarm occurred at 20:44, fault isolated to the electronic assembly (electrical board 1 and electrical board 2) as per global logic analysis. The insulin pump was cut open to perform a visual inspection. No damage or moisture damage on the electronic assembly (electrical board 1 and electrical board 2), motor, or force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. The insulin pump passed the functional testing. Pump error 53 alarm is confirmed, fault isolated to the electronic assembly (electrical board 1 and electrical board 2). High blood glucose anomaly is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing unknown high blood glucose level. The customer's blood glucose went up 400 mg/dl. Customer stated insulin pump had received software error detected alarm. Customer was able to clear the alarm and complete rewind. Insulin pump had passed the self test. Trouble shooting for high blood glucose was declined. It was unknown if auto mode was active or not at the time of incident. The insulin pump will be returned for analysis.